Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room as they experienced high blood glucose of 565mg/dl. Customer was treated with manual injection. Customer¿s current blood glucose was 397mg/dl. Customer states that hyperglycemia and high blood pressure was cause of hospitalization. Customer had symptoms like stomach pain. Customer alleging possible under delivery. Drive support cap appears normal. Customer reports insulin exited at the qr. Customer performed displacement test and it passed. Customer states that customer was getting no deliveries on her set and she changed it out and when she removed it, insulin was pouring out of her body. Insulin pump will not be return for analysis.